Event description:
Report received from USA stating that the pressure relief valve on the device was loose. It is unknown if the device was used during surgery. It is unknown if injury or medical intervention occurred. No additional info was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).